Manufacturer narrative:
The the

Event description:
From a clinical study, during procedure of a 26 mm sapien 3 ultra resilia valve, the esheath was leaking and having issues advancing the delivery system. The esheath was prepped according to IFU and was advanced into the vessel without issue however, the delivery system would not advance past the strain relief and the white portion began to accordion. Following several attempts to advance, the system was removed and a second system was prepped and was deployed without issue. The leak was at the hub. There was no blood transfusion required. Based on engineering evaluation, esheath distal tip torn was observed.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner is partially expanded 5.75" from distal strain relief, remaining liner unexpended and distal tip unopened. Strain relief folded over itself, approx. 0.5" from the distal comnut. Following functional testing, the sheath hub was disassembled, revealing no abnormalities. Radial tear observed distal to the liner edge upon system advancement through sheath. Hdpe stretching along axial opening and radial tear; slanted and radial score lines presented; tip opened along axial score line; scratches on distal tip. Imagery was provided from the site and revealed the following: tortuosity and calcification present in the left access vessel with concentric calcification in the bifurcation region. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints for failure to advance, material integrity problem and material torn were confirmed based on returned product evaluation while the complaint for fluid leak was unable to be confirmed. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during procedure of a 26 mm sapien 3 ultra resilia valve, the esheath was leaking and having issues advancing the delivery system. The esheath was prepped according to IFU and was advanced into the vessel without issue however, the delivery system would not advance past the strain relief and the white portion began to accordion. Following several attempts to advance, the system was removed.'' Imagery review revealed that patient had presence of calcified and tortuous access vessels. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Additionally, these factors could restrict the strain relief and subject it to excessive manipulation by the user during system advancement, causing it to fold. During functional testing of returned device, no leakage was observed coming from the hub in any of the three test configurations. Since the device was unable to be decontaminated, it could not be submitted to hemostasis testing to determine whether it would have met specifications. However, disassembly of sheath housing revealed no abnormalities on the hemostatic valves. During functional testing of returned device, advancement of system through sheath resulted in resistance at distal tip, followed by distal tip tear advancement through. This failure mode is characteristic of sheath tip tear. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to distal tip tear. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the reported resistance while patient/procedural factors (tortuosity, calcification, excessive manipulation) may have contributed to the strain relief damage. The distal tip torn may be related to improper expansion of the sheath tip during thv advancement. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.